Manufacturer narrative:
The battery box has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the battery box is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. The system logs reveal that the site encountered multiple battery-related faults during the reported event. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a non-recoverable #17 fault was generated after the surgical staff powered on the system. The system was restarted and errors #816 and #802 were generated, which indicated a low patient side cart (psc) battery capacity. At that time, the battery leds were off. The surgical staff then contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. According to the tse, the power outlet was changed but the leds remained off. The psc battery leds turned green after disconnecting the blue fiber cable from the psc and performing an emergency power off (epo). Once the cable was reconnected, the battery leds turned off and the system alarmed with an error #802 again. The logs showed error #23 and the cables were cleaned and reconnected. The #802 error persisted even after letting the battery charge for some time. The breaker was turned off for a full minute and the error still persisted. As a result of the system errors, the surgeon made the decision to convert the da vinci-assisted surgical procedure to traditional laparoscopic surgery. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation performed on (B)(6) 2018. The fse noted that the psc arms were locked and the system would not power on. The fse replaced the battery to resolve the reported issue. Following service, the system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the battery box involved with this complaint and completed investigations. The unit was returned for failure analysis and the reported failure was replicated/confirmed. The battery box was installed into a pca system and it failed at startup with an error 802. The unit failed on a battery box module (bbm) test fixture.